Event description:
Per the clinic, the patient was involved in a motor vehicle accident (date not reported), and sustained damage to the abutment. The patient underwent a procedure on (B)(6) 2012, to replace the abutment. The implanted device remains.

Manufacturer narrative:
(B)(4).